Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. The 31mm watchman flx pro closure device and delivery system (wds) was introduced through the watchman access system (was) and deployed. During initial deployment, it was immediately noted that the closure device was not connected to the core wire, and therefore a proper tug test could not be performed. Despite this, the closure device shifted into position and was evaluated under imaging for approximately 40 minutes and remained stable and met release criteria for position, size, and seal. The procedure was completed and no patient complications occurred. The physician elected to keep the patient intubated overnight to minimize movement and planned for follow-up tee imaging after extubation to confirm closure device position. Post-procedure review with the physician and scrub technician confirmed that the wds had been prepared appropriately and that the device initially moved with the core wire during advancement prior to deployment.

Manufacturer narrative:
A risk review was completed confirmed that premature detachment was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product.

Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. The 31mm watchman flx pro closure device and delivery system (wds) was introduced through the watchman access system (was) and deployed. During initial deployment, it was immediately noted that the closure device was not connected to the core wire, and therefore a proper tug test could not be performed. Despite this, the closure device shifted into position and was evaluated under imaging for approximately 40 minutes and remained stable and met release criteria for position, size, and seal. The procedure was completed and no patient complications occurred. The physician elected to keep the patient intubated overnight to minimize movement and planned for follow-up tee imaging after extubation to confirm closure device position. Post-procedure review with the physician and scrub technician confirmed that the wds had been prepared appropriately and that the device initially moved with the core wire during advancement prior to deployment. It was further reported the patient was discharged five days following the event.

Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. The 31mm watchman flx pro closure device and delivery system (wds) was introduced through the watchman access system (was) and deployed. During initial deployment, it was immediately noted that the closure device was not connected to the core wire, and therefore a proper tug test could not be performed. Despite this, the closure device shifted into position and was evaluated under imaging for approximately 40 minutes and remained stable and met release criteria for position, size, and seal. The procedure was completed and no patient complications occurred. The physician elected to keep the patient intubated overnight to minimize movement and planned for follow-up tee imaging after extubation to confirm closure device position. Post-procedure review with the physician and scrub technician confirmed that the wds had been prepared appropriately and that the device initially moved with the core wire during advancement prior to deployment. It was further reported the patient was discharged five days following the event.

Manufacturer narrative:
B5: information added